Event description:
A malfunction was reported for a pump delivered to the customer on the same day, which was never in use before the incident. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged for a replacement pump to be sent to the customer, who was instructed on using a backup insulin pump to ensure continued insulin delivery. Additionally, instructions were given for returning the faulty pump, and the customer acknowledged these steps.